Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. Damage was noted across the entire stent damaged and the stent been bunched and moved distally on balloon. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x28mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, while removing the stent protector, the stent was squeezed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 28 mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, while removing the stent protector, the stent was squeezed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.